Manufacturer narrative:
Section information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 65 mm in diameter abdominal aortic aneurysm. It was reported that approximately six years and four months post index procedure the patient expired. The patient had exited the study and did not want follow up including traveling to the study hospital. The patient did not provide consent on collection of data after the study exit. Therefore, additional information is unable to be obtained. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.